Manufacturer narrative:
A.2, a.4, and a.5 were left blank as patient information is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a placement signal error alarm appeared on the automated impella controller (aic) during impella 5.5 support. The alarm self resolved. Ultimately, care was withdrawn and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console and data logs were received for investigation. The root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. D9 device returned to manufacture date added.